Event description:
It was reported that the patient showed up to the emergency department with slurred speech. Imaging revealed a small bleed on top of right lead. The issue was not resolved at this time but it was stated that the patient was doing better and the speech issue was transient.

Manufacturer narrative:
Concomitant products: product ID: b3300542m, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(4), ubd: 26-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient returned to the emergency department and was experiencing similar symptoms. They did a full stroke work-up and everything checked out normal. The initial bleeding was resolving and not getting worse. An ¿mra¿ scan with contrast of the head and neck was performed yesterday and dbs imaging protocol was followed. When the patient came out of the scanner they were coughing, sweating, and short of breath. The patient claimed once the contrast was injected they started feeling these symptoms. The issue was resolved 20 minutes after getting out of the scanner. The patient was scheduled to be discharged on (B)(6).